Event description:
It was reported by customer that during use, the CARDIOSAVE Intra-Aortic Balloon Pump (IABP) had a helium leak. The leak was located externally. The customer stated that tubing disconnected from the safety disk and unit was swapped after it was unable to be reset. No patient harm or injury reported. A Getinge Field Service Engineer (FSE) evaluated the unit for the reported malfunction. The FSE was unable to duplicate the issue, exercised unit to no fail. However, the alarm log revealed multiple alarms: IAB Catheter Restriction, IAB Disconnected, and Autofill Failure. Transducers and regulators were calibrated. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/A.

Manufacturer narrative:
Updated field: B4, G3, G6, H2, H11. Correction field: B6, B7, D10, E1(Initial Reporter), E2, E3, G2, G7, H6(Medical Device Problem Code, Investigation Findings), H4(It should be empty, kindly disregard the details that were sent inadvertently in initial report).